Manufacturer narrative:
As of today, the explanted device has not been returned for analysis. Attempts to retrieve the device have been unsuccessful.

Event description:
Boston scientific crm received information that this device was in storage mode and was explanted. There is no therapy available to patient's when device's are in storage mode.